Event description:
It was reported that during an in-clinic follow-up, there were low r-waves that were undersensed by the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.